Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was not used on a pt. No add'l pt/event details have been provided to date. Should add'l info become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on january 29, 2014.

Event description:
It was reported during a visual inspection, a 9cm piece of hair was found inside the sealed packaging.